Event description:
Related manufacturer reference number: 2017865-2022-04005, related manufacturer reference number: 2017865-2022-04007. It was reported that the tendril leads exhibited noise and insulation issues.

Manufacturer narrative:
Further information was requested, but not yet available.